Event description:
It was reported that the pt is experiencing pain in the thigh area. Pt is also reporting having swelling in the hip area. The pain flares up after being seated for a period of time in his hip area.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.